Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges potentially discrepant troponin (tni) result with meter: date: (B)(6) 2012, time: 13:38, tni result: 0.1, panel: cardiac. Date: (B)(6) 2012, time: 14:29, tni result: <0.05, panel: cardiac. Date: (B)(6) 2012, time: unknown, troponin t lab result: 0.83. Date: (B)(6) 2012, time: unknown, troponin t lab result: 0.83. Patient had a chest x-ray. Results were not provided. Patient was catheterized. No results were provided. Multiple attempts were made to retrieve additional information from customer. Customer refused to further discuss patient's clinical outcome.